Event description:
Philips received a complaint by the customer on the v60, indicating that the devices coolant fan was not working. It was reported there was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the motor controller (mc) printed circuit board assembly (pcba). The customer will inspect the cable connection from the fan to the mc pcba. If the problem still active, then they will order a cooling fan and repair the unit. The customer called back in to technical support and informed that he replaced the mc board and it was still not working. The customer requested parts ID and pricing for the cooling fan. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
H10: the customer replaced the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.